Manufacturer narrative:
Info was received from (B)(6) who is not required to complete form 3500a. This report will be amended when our investigation is completed.

Event description:
It is reported that the (B)(6) has been investigating an outbreak of infections caused by mycobacterium fortuitum and mycobacterium goodii among pts who underwent joint replacement surgery in (B)(6).